Manufacturer narrative:
Asku

Event description:
It was reported the patient died on (B)(6) 2009 approximately eight months after device and lead replacement. Follow up with the clinic reported the device therapies were turned off "as patient was in hospice" and the patient died the following day. The cause of death is unknown to the clinic.

Event description:
Information noted the patient died approximately eight months post implant of the tachy device system. No further information is currently known. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data known at the time of this report. However, the cause of death has been requested. If additional relevant information is received, a supplemental report will be submitted.